Event description:
A complaint was received from a customer that reported that the "display is messed up". While on the phone a review of the system was concluded. It was learned that in 2003 the customer ran a blood sugar test and portions of the "tens unit" was missing. However, this was intermittent. A request was made to return the system for eval and in the meantime a replacement unit was provided.